Manufacturer narrative:
One pump was received for evaluation. Visual inpsection of the pump found it to be in fair physical condition, with cracked rear housing. There was evidence of an error code 1012-battery depletion upon checking the pump's event history log. Motor current testing was performed to detect for error code. The customer's complaint was able to be confirmed as it displayed error 1870 and the battery was depleted. The root cause was determined to be the motor and the circuit board, both were then replaced. This investigation revealied no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy had an error code of lec 1870. No patient injury resulted.